Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #(B)(4) for iui's. CAPA #(B)(4) for unresponsive keys.

Event description:
The customer reported that the device had a cracked screen. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted punctured keypad and display - replaced keypad and lcd display. Corroded right iui - replaced right iui. A review of the device history record for (B)(6) was performed from date of manufacture 12/02/2019 to present date 01/07/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage - cracked of the lcd display module. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2018-0161 for iui's. CAPA #1120033 for unresponsive keys.

Event description:
The customer reported that the device had a cracked screen. There was no patient involvement.